Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 16109201. Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 16037111.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information has been obtained. Additional information was received that the implantable pulse generator (ipg) of the patient was no longer functioning as intended and the leads had impedances. The patient was doing well postoperatively and the explanted devices were disposed by the facility.